Event description:
It was reported that an increase in pacing thresholds and impedance was noted. A chest x-ray revealed no fracture. The sense/pace portion of the lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.